Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. A supplement MDR is not warranted; the investigation results do not alter the original conclusions in the initial report, and there is no new information that would prompt bsc to alter any information submitted.

Event description:
It was reported to boston scientific corporation that a genesys hydro-thermoablation procerva procedure set was used in a hydro-thermoablation (hta) procedure performed on (B)(6) 2015. According to the complainant, the physician reported that the patient may have sustained a burn to her endocervix. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.